Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not reading the arterial pressure. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Not returned to manufacturer.

Manufacturer narrative:
Testing of actual/suspected device (10) the getinge field service engineer (fse) who encontered the issue could not select the "zero pressure" button because the preferences button was being pressed on its own. There was dried residue on the touchscreen. The fse cleaned off and then "zero pressure" was able to be selected. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6), biomedical engineer.

Event description:
It was reported that during preventive maintenance the cardiosave intra-aortic balloon pump (iabp) was not reading the arterial pressure. There was no patient involvement andno adverse event was reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) was not reading the arterial pressure. There was no patient involvement andno adverse event was reported.